Event description:
The patient was implanted with a left ventricular assist device (lvad). Home health notified the vad coordinator that the patient had complaints of bright red urine. The next day patient had coke colored urine and was readmitted. The patient's lactate dehydrogenase (ldh) had increased and powers were noted to be increasing to 10w. Liver function test (lft), creatinine and plasma free were slightly elevated. The vad coordinator stated that patient's coagulations have been hard to manage. The vad coordinator noted that the pump sounded a bit funny upon auscultation. Patient was readmitted and started on heparin. The patient was then taken to catheterization lab and tissue plasminogen activator (tpa) was infused into the pump. Additional information submitted to the manufacturer indicated that the patient received a heart transplant.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.